Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was beeping. It was reported that during the last device check, the device had one year of remaining longevity. A boston scientific technical services consultant discussed that the device can beep most commonly if replacement indicator was reached and device interrogation was recommended to identify the cause of the beeping tone. Additional information indicated that this ICD was explanted due to normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a loose header. Manufacturing enhancements have been implemented to make the header bond more robust. The device passed labeled longevity and therapy verification testing.